Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of periapatite patella metal back. Noticed issue on x ray. Revision then showed broken patella.

Event description:
Revision of periapatite patella metal back. Noticed issue on x ray. Revision then showed broken patella.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed based on photographs. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show recently explanted patella and fracture on the device can be noted. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed based on photographs. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.